Event description:
It was reported that an isleeve introducer device split. During a transcatheter aortic valve implant procedure, a 14f isleeve introducer was used. A 25mm non-bsc balloon was used for both pre and post dilation. The balloon was fully deflated before retracting out of the patient. The procedure was completed and upon removal of the isleeve it was noticed that the device was split. There were no patient complications. Device evaluated by MFR: the returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. One of the seams was split/torn on the seam starting 18.5cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. One of the seams are starting to tear at the tip as expected with device use. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage.